Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered three infusion set cannulas kinked events within 3 hours of insertion on (B)(6) 2024. The infusion set was in use for 1 day. The site of insertion was abdomen. The patient was admitted to the ICU and ketones level was found to be high. Patient blood glucose level was found to 598mg/dl. The patient is treated with 100u of insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.